Manufacturer narrative:
Original MDR 2517506-2016-00297 was filed august 24, 2016. The siemens headquarters support center (hsc) specialist concluded their investigation. There were no instrument device files available or provided for review. The qc lot number, ranges and results obtained was not available; it is unclear if quality control was in range at the time of the event. Limited information was available pertaining to pre-analytical specimen handling and centrifugation practices. The root cause of the discordant low calcium (ca) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the falsely depressed ca patient result is unknown. Siemens healthcare is investigating calcium (ca) lot 16109bb. The MDR will be updated with the results of the investigation.

Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista instrument. The patient result was not reported to the physician. The sample was repeated and a higher result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed ca result. There was no report of adverse health consequences as a result of the falsely depressed ca result.